Event description:
The facility reported a colleague infusion pump malfunction of battery failure. The event was reported to have occurred during customer problem testing in the biomed service department. The facility reported that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump was confirmed in the event history, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery failure was confirmed and reproduced during product evaluation by baxter service personnel. This condition was a result of user error. The main battery and battery harness were replaced to correct this condition. A service history review revealed that this device has never been previously serviced.